Manufacturer narrative:
The ICD was not returned. The analysis of the ICD is therefore based solely on a review of the production documents. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be connected to an ineffective shock delivery. The rv shock coil was found to be deformed. This damage was probably caused during the extraction. The manufacturing processes of the lead and the ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that after an implantation period of approx. 24 months, ventricular fibrillation with shock release occurred. Only the 8th shock was effective. The lead was explanted and replaced.